Event description:
It was reported that there was a broken foot right timing linkage and that the siderail will not stay in the full upright position.

Manufacturer narrative:
Result: foot right timing linkage worn.